Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime test due to flush/loose drive support disk. The insulin pump received with cracked battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 125mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised to discontinue the use of the device and revert to back up plan. No further information was provided.